Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks. Fluoroscopy was performed, and rv lead dislodgement was noted. The physician explanted and replaced the rv lead. The patient condition was stable, and the patient was discharged after the procedure.

Manufacturer narrative:
The reported events were lead became dislodged and patient received inappropriate shocks. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region and the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix mechanism/ extension length test was not performed due to damaged helix, as received. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.